Manufacturer narrative:
Reported event: an event regarding abnormal ion level surgery involving a abgii modular device was reported. The event was confirmed. Method & results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -device history review: not performed as device was not properly identified. -complaint history review: not performed as device was not properly identified. Conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported abnormal ion level is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported through counsel as a result of a legal claim that allegedly the patient underwent a right tha on (B)(6) 2012, and was subsequently revised on (B)(6) 2023 due to alleged pain, metallosis and chronic prosthetic joint infection.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through counsel as a result of a legal claim that allegedly the patient underwent a right tha on (B)(6) 2012 and was subsequently revised on (B)(6) 2023 due to alleged pain, metallosis and chronic prosthetic joint infection.